Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor memorygel breast implant 550cc, catalog # 3505501bc, serial # (B)(4), lot # 5620348. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with a mentor memorygel breast implant 550cc and experienced capsular contraction and paresthesia on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on april 15, 2021, mentor became aware that the patient actually experienced bilateral rupture, capsular contracture, granuloma and paresthesia. As a result, the patient underwent bilateral device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture, granuloma and paresthesia. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial report mistakenly omitted rupture the patient experienced on the right side post operational. Manufacturer¿s reference number: (B)(4).